Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for acute blood loss, anemia, and hematuria. Site of bleeding was urinary. Patient was on warfarin and transfused with 2 units of packed red blood cells.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the report of blood loss anemia and hematuria could not conclusively be established through this evaluation. The patient remains ongoing on (B)(6). The heartmate ii lvas IFU lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.